Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged data log corruption malfunction was verified. The reset malfunction could not be evaluated due to the data log corruption.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption while attempting to upload the pump data logs. Customer reported blood glucose (bg) level was 265 (mg/dl). Troubleshooting determined a pump reset likely occurred. Reportedly the customer had manual injections as alternate insulin therapy.